Manufacturer narrative:
Event date is approximate, the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their stimulator helped their bladder symptoms however about 2-3 weeks ago, their symptoms returned, they were peeing the bed every night and they pee their pants 2-3 times per day. The pt said they just went to the doctor's office crying, because they had peed twice in one hour and are trying to get to the doctor to get help. The doctor gave them a number and told them to call the manufacturer. The pt reviewed they have tried all 8 of the programs available to them and none of them have helped. Patient services reviewed, the next step is an in person appointment with a rep for reprogramming. The caller was redirected to local reps for reprogramming. Patient services called the pt back to ask if they were certain they were not accidentally turning stim off when they were done changing programs. The pt said "no, it does it on it's own, and it turns on". Patient services asked the pt if they could use their equipment to check. The pt said they did not have it with them. Patient services reviewed the on/off function of the therapy screen and recommended that the pt try to check that they are not accidentally turning stim off. Patient services reviewed that may be the reason for the loss of therapy and potentially their issue could be resolved on their own.